Event description:
The manufacturer was informed on this event through the publication ¿allegra transcatheter heart valve inside a degenerated sutureless aortic bioprosthesis¿ by vondran et al. As reported in the paper, a patient presented at the hospital with recurrent, worsening dyspnea with light physical activity. Three years previously, the patient received a perceval prosthesis (size m) due to severe aortic stenosis via a partial upper mini-sternotomy. On admission, the transesophageal and transthoracic echocardiography showed severe stenosis of the sutureless sav with a maximum/mean transvalvular gradient of 79/55mmhg, an effective orifice area of 0.6 cm2, an internal diameter of the sav of 17mm, a mild aortic regurgitation without any paravalvular leakage (pvl), and severe tricuspid valve regurgitation. The left ventricular ejection fraction was 55%, but the right heart function was impaired (tricuspid annular plane systolic excursion of 15mm). The multislice spiral computed tomographic (CT) scan showed a typically shaped aortic root and ascending aorta without any calcification of the aortic valvular cusps. The stent frame of the sutureless sav was not dislocated but was slightly oval shaped. Due to the age and increased surgical risk euroscore (european system for cardiac operative risk evaluation) ii: 6.21% and society of thoracic surgeons score: 11.9%), a transcatheter viv was performed. The CT scan measurements were made to determine the true internal diameter of the sutureless sav (annulus area: 303 mm2, annulus perimeter: 62.4mm, and effective annulus diameter: 19.3mm). A self-expandable, supra-annular transcatheter heart valve was implanted (23-mm allegra). No major adverse event occurred during the hospital stay. The patient was discharged 9 days after the procedure to a rehabilitation center with a maximum/mean transvalvular pressure gradient measured by transthoracic echocardiography of 19/9mm hg and no apparent pvl. The manufacturer received additional information from the site identifying the following. The perceval was implanted on (B)(6) 2016 at (B)(6). The device was a pvs-23, pb1997a, size m. The reintervention was performed on (B)(6) 2019. The patients` last stay in our hospital was up to the (B)(6) 2021. At this stay, the patient was discharged alive.

Manufacturer narrative:
The manufacturer received additional information from the site identifying the following. The perceval was implanted on (B)(6) 2016 at (B)(6). The device was a pvs-23, pb1997a, size m. The reintervention was performed (B)(6) 2019. The patients` last stay in our hospital was up to the (B)(6) 2021. At this stay, the patient was discharged alive. Based on the receipt of the serial number a complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
The manufacturer was informed on this event through the publication ''allegra transcatheter heart valve inside a degenerated sutureless aortic bioprosthesis'' by vondran et al. As reported in the paper, a patient presented at the hospital with recurrent, worsening dyspnea with light physical activity. Three years previously, the patient received a perceval s prosthesis (size m) due to severe aortic stenosis via a partial upper mini-sternotomy. On admission, the transesophageal and transthoracic echocardiography showed severe stenosis of the sutureless sav with a maximum/mean transvalvular gradient of 79/55mmhg, an effective orifice area of 0.6 cm2, an internal diameter of the sav of 17mm, a mild aortic regurgitation without any paravalvular leakage (pvl), and severe tricuspid valve regurgitation. The left ventricular ejection fraction was 55%, but the right heart function was impaired (tricuspid annular plane systolic excursion of 15mm). The multislice spiral computed tomographic (CT) scan showed a typically shaped aortic root and ascending aorta without any calcification of the aortic valvular cusps. The stent frame of the sutureless sav was not dislocated but was slightly oval shaped. Due to the age and increased surgical risk euroscore (european system for cardiac operative risk evaluation) ii: 6.21% and society of thoracic surgeons score: 11.9%), a transcatheter viv was performed. The CT scan measurements were made to determine the true internal diameter of the sutureless sav (annulus area: 303 mm2, annulus perimeter: 62.4mm, and effective annulus diameter: 19.3mm). A self-expandable, supra-annular transcatheter heart valve was implanted (23-mm allegra). No major adverse event occurred during the hospital stay. The patient was discharged 9 days after the procedure to a rehabilitation center with a maximum/mean transvalvular pressure gradient measured by transthoracic echocardiography of 19/9mm hg and no apparent pvl.

Event description:
See intial report.

Manufacturer narrative:
The manufacturer received copies of the contrast CT of the perceval valve dated 1/1/2019. The review performed confirmed that these imaging contains only 2 sequences (one in systole one in diastole). There is no halt identified (no suspicious for thrombus or significant pannus buildup) and restricted motion (realm) cannot be evaluated for lacking of other cycle timing. The fluoroscopy performed on (B)(6) 2019 showed that pre tavr viv there is no significant ai. The images confirms the successful deployment of tavr without significant residual ai. The third imaging is dated (B)(6) 2021, and does not provide further information on the perceval valve. Based on the available information, it is not possible to draw a definitive root cause for the reported event of early structural valve degeneration. However, from the document review performed, no manufacturing deficiencies were identified. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this perceval s valve. However, little clinical history was provided and a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.